Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abonormal bleeding/ spotting") in a (B)(6) year-old female patient who had essure (batch no. 646620 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included night sweats, asthma, urinary tract infection, thyroid disorder and herpes infection. No evidence of malignancy hysterosalpingogram impression: no contrast seen exiting the fallopian tubes (per mr). Concurrent conditions included flooding. Concomitant products included conlunett (ortho-novum), evra (ortho evra), oxycocet (acetaminophen w/oxycodone), salbutamol (albuterol) and topiramate. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 14 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (flooding for 5-6 days)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), hot flush ("hot flashes") and arthralgia ("joint aches"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("fibroid is noted within the right posterior body in intramural location,") and cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), feeling abnormal ("brain fog"), night sweats ("night sweats"), oligomenorrhoea ("long cycle") and cervical cyst ("nabothian cyst"). The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain and procedural pain was resolving, the uterine leiomyoma, vaginal haemorrhage, feeling abnormal, cervicitis, hot flush, night sweats, arthralgia and cervical cyst outcome was unknown and the menorrhagia, dysmenorrhoea and oligomenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cervical cyst, cervicitis, dysmenorrhoea, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, night sweats, oligomenorrhoea, pelvic pain, procedural pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, patient suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion pelvic ultrasound ut 11x5x7; av; homogenous: single 1.4cm fibroid (posterior, im); ovaries pathology: uterus with left ovary and bilateral fallopian tubes (total hysterectomy with left oophorectomy and bilateral salpingectomy): 341 gram uterus showing intramural leiomyoma. Proliferative endometrium. Chronic cervicitis. Squamous metaplasia and nabothian cysts. Left ovary with follicle cysts and surface adhesions. Bilateral fallopian tubes without significant changes. No evidence of malignancy most recent follow-up information incorporated above includes: on 19-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), uterine leiomyoma ("fibroid is noted within the right posterior body in intramural location,") and genital haemorrhage ("abonormal bleeding/ spotting") in a 37-year-old female patient who had essure (batch no. 646620) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included night sweats. No evidence of malignancy hysterosalpingogram impression: no contrast seen exiting the fallopian tubes (per mr). Concurrent conditions included flooding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 14 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (flooding for 5-6 days)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), hot flush ("hot flashes") and arthralgia ("joint aches"). On (B)(6) 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), feeling abnormal ("brain fog"), night sweats ("night sweats"), oligomenorrhoea ("long cycle") and cervical cyst ("nabothian cyst"). The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, left oophorectomy) and surgery (underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain and procedural pain was resolving, the uterine leiomyoma, vaginal haemorrhage, feeling abnormal, cervicitis, hot flush, night sweats, arthralgia and cervical cyst outcome was unknown and the menorrhagia, dysmenorrhoea and oligomenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cervical cyst, cervicitis, dysmenorrhoea, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, night sweats, oligomenorrhoea, pelvic pain, procedural pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, patient suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Pelvic ultrasound ut 11x5x7; av; homogenous: single 1.4cm fibroid (posterior, im); ovaries pathology: uterus with left ovary and bilateral fallopian tubes (total hysterectomy with left oophorectomy and bilateral salpingectomy): 341 gram uterus showing intramural leiomyoma. Proliferative endometrium. Chronic cervicitis. Squamous metaplasia and nabothian cysts. Left ovary with follicle cysts and surface adhesions. Bilateral fallopian tubes without significant changes. No evidence of malignancy . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, historical condition and concomitant disease added. Essure indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), brain fog, chronic cervicitis, nabothian cyst, fibroid is noted within the right posterior body in intramural location, hot flashes, night sweats, long cycle and joint aches were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, patient suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.